Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: the device reportedly would not close during a flexible ureteroscopy holmium laser lithotripsy procedure. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. One ngage nitinol stone extractor was returned for investigation. Inspection of the returned device noted: the device was returned with the handle in the closed position and the basket formation in the open position. The mlla [male luer lock adapter] was tight. The collet knob was tight and secure. The polyethylene terephthalate tubing [pett] measured 3.7 cm in length. There was a kink in the basket sheath 53.5 cm from the distal tip. A functional test determined the handle did not actuate basket formation. The support sheath and the basket sheath were still attached. The basket assembly had come apart, the basket coil had separated from the cannulated handle. The nitinol wires were exposed above the cannulated handle. The basket assembly could not be removed from the basket sheath. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: suggested handling instructions for extractors and forceps caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. The returned device was found to have a basket that was open and could not be closed. The device was disassembled and it was found that the basket coil had separated from the cannulated handle, preventing the basket from closing. The provided information stated the issue occurred during use. It is possible that excessive force was applied to the device when attempting to extract stones, but the forces applied to the device are unknown, so a cause for the issue could not be confirmed. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Customer name and address- phone: (B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a flexible ureteroscopy with holmium laser lithotripsy using a ngage nitinol stone extractor, the basket failed to close. The user attempted to capture two stones, and during the second attempt the basket would not close. The user withdrew the device and attempted to close the basket a few more times outside of the patient, but the basket still would not close. The procedure was completed by using another new device. No adverse effects have been reported due to the alleged malfunction.